Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that as the catheter was inserted into the faradrive sheath that was in the left atrium, air was repeatedly drawn in when reverse bleeding occurred. The sheath was replaced and the completed was completed. No patient complications were reported. The device is not expected to be returned as it was disposed.